Event description:
It was reported that the air source faut, blower not running; no patient involvement reported.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of code 4010 was not duplicated. No fault was found on the returned blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).